Event description:
A consumer stated that he had allegedly received burns and blisters on his upper back while using a heating pad, and medical attention was sought for the injury. He stated that he had recently had surgery and was taking pain medication due to the surgery. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. The instructions for proper use clearly state ""danger: if used improperly, this product can cause severe burns to skin, and damage to property.", "consult physician for use of pad while on controlled substances", "do not use on areas of insensitive skin", "burns can occur regardless of control setting. Check skin under pad frequently", and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz USA, inc. Has requested that the product be returned to our company for testing.